Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating an issue with this right ventricular (rv) lead. An x-ray was taken and confirmed the lead was fractured. Surgical intervention was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.